Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to c-33 errors logged. 1-8a, 2-8a, 3-8a, 4-8a errors logged, likely related to c-06/m-18/m-11 error patterns. Additional m-32, m-1c errors logged in the system. Inspection during the failure analysis process was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup. Additional c-00 errors in erbe logs. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced the error c-33 on the vio dv 2.0 integrated electrosurgical unit (erbe). The customer power-cycled the erbe but the issue persisted. Technical support engineer (tse) advised to connect it directly to the ac wall outlet and perform a hard power cycle, but the error still persisted. Tse explained the erbe might be usable at times, but sometimes not, tse advised to prepare the external electrosurgical unit (esu) just in case. Tse explained that fse repair is required. The customer reported event has no report of patient injury.